Manufacturer narrative:
Internal report # (B)(4). Product evaluation in process.

Event description:
Customer complains of "lo"results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 95-100mg/dl fasting. Verified test strips expire 09/30/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test lo and 103mg/dl. Reviewed meter memory: 1:100mg/dl (B)(6) 2015 05:30:00 am fasting:yes; 2:110mg/dl (B)(6) 2015 03:00:00 pm fasting:yes; 3:104mg/dl (B)(6) 2015 05:30:00 am fasting:yes; 4:181mg/dl (B)(6) 2015 03:00:00 pm fasting:yes; 5:107mg/dl (B)(6) 2015 05:00:00 am fasting:yes. Customers concern:107mg/dl (B)(6) 2015 5:00am and "lo". No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo"results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 95-100mg/dl fasting. Verified test strips expire 09/30/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test lo and 103mg/dl. Reviewed meter memory: (B)(6). Customer's concern: 107mg/dl, (B)(6) 2015 5:00am and "lo". No adverse event reported.